Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of wear and discoloration on the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial (B)(6) it was noted that the patient cable was heavily discolored and had multiple cuts in the jacket. The door was also noted to be cracked. The system powered up as intended passed all tests. The cable was replaced, and preventative maintenance was performed. The unit was sent to the rental pool and the cable was forwarded to ppe for further analysis. Visual analysis of the returned mpu patient cable confirmed the cuts and discoloration in the jacket. The cable was plugged into a working test unit and connected to a mock loop. The mpu was able to power the system controller, and no alarms were produced when the cable was manipulated; the cable functioned as intended. No damage to the underlying wires was observed where the jacket was cut. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) patient cable had excessive wear and dirt (paint) damage. The unit was removed from site.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.